Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level yet no specific value was provided. The customer delivered correction bolus with the pump and administered manual injections to address bg level. Troubleshooting with tandem technical support (cts), the customer identified that the time was incorrect by several minutes on the pump. Cts could not confirm the cause of pump time settings, yet guided the customer through correcting the time. Additionally, the customer reported receiving multiple incomplete bolus alerts. Cts reminded the contact on the meaning of the incomplete bolus alert and contact acknowledged. During follow up with tandem technical services, the contact reported that was unsure if the site cannula was compromised yet stated had believed the site may have been inserted improperly causing an issue with insulin delivery. Contact reported that customer's blood glucose level returned to target at the time of report.

Manufacturer narrative:
(B)(4).